Event description:
Major pump unit(s) involved: blood pump.additional text: power spikes.specific component(s) involved: pump drive unit malfunction.additional text: power spikes.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: pump drive unit malfunction